Event description:
During cystoscopy/tur bladder procedure, a piece of the ceramic tip from the resectoscope instrument fell into the pt's bladder, and was unable to be retrieved by the surgeon; requiring a unplanned suprapubic procedure to be performed. Ceramic tip was successfully removed without any further incident.